Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) and an empty cartridge alarm. Reportedly, the cartridge had been fully loaded. Customer changed the cartridge and insulin was resumed successfully. Reportedly, the cartridge was changed to address the issue. There was no impact to customer¿s blood glucose.